Event description:
Return line air detector (rlad) failure during stem cell collection. Customer was unable to continue procedure. No patient information is available at this time. This report is being filed due to a request to file with a regulatory body ((B)(4)).

Event description:
The patient identifier and age remain unavailable at this time.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The rlad was tested, but the tech was unable to reproduce the fault symptoms. The rlad was replaced, the machine was tested and returned to service. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). A review of the device history record for this unit showed no irregularities during manufacturing that were relevant to this issue. The root cause for the reported failure was unable to be determined. An internal CAPA has been initiated to address issues with the return line air detector.

Event description:
The patient was disconnected and the procedure recommenced on a different device.